Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the distal end of the percutaneous lead had separated from the metal connector, and the hospital staff requested a clamshell repair to be performed. Additional info was received that prior to the clamshell being placed on the pts percutaneous lead, the pt was asked if he had experienced any unusual alarms. The pt stated he had at which he was then connected to the system monitor. When reviewing the system controller event history, 4 low speed events were noted. The events occurred on the same day that the pt noticed that the distal end had separated from the metal connector. The pt was then admitted into the hospital. The log file was reviewed and the events appeared to be a result of a potential percutaneous lead fracture. X-rays of the percutaneous lead were taken and the percutaneous lead was evaluated 2 days later. The eval of the percutaneous lead using the phase interrupter did not indicate any fractured wires. The events could not be reproduced. When reviewing the x-rays, a suspicious area was identified at the distal end of the percutaneous lead. During the review of the x-rays, the pt remained connected to a standard pt cable and the pt experienced a red heart alarm. When the system controller was re-positioned the alarm stopped and the pump ramped back up to the set speed. An attempt to reproduce the same event was unsuccessful. Due to the results of the percutaneous lead eval it was suspected that a wire was damaged at or near the distal end of the percutaneous lead. The distal end portion of the percutaneous lead was replaced 5 days later. The pt remains ongoing.

Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the manufacturer for eval. A supplemental report will be submitted when the manufacturer's investigation is completed.